Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the unit and was unable to replicate the reported issue. Upon testing of the unit with a trainer and fos tester via a simulated treatment, nothing unusual was identified in the logs. The stm stated that fiber-optic connector was intact. Unrelated to the reported issue the fse replaced the safety disk and 9 volt battery due to expiration. The unit was then calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a fiber-optic sensor (fos) failure on the screen. Users swapped out console to continue treatment without exception. There was no harm or injury to the patient and no adverse event was reported.